Manufacturer narrative:
Visual inspection of the returned device revealed that the sealant was inside the introducer sheath and was completely soaked in blood. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed, however, blood was present inside the proximal detent and the proximal end of the of the advancer tube, which is indicative that blood was being forced into the proximal end of the shuttle. Based on the provided information and the investigation performed, the reported device deployment jam might have been caused by the sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. The review of the lhr (f1428603) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: after failure, which sounded like a device jam inside the sheath, manual compression was applied for exactly 30 minutes to achieve hemostasis. The patient was noted to be doing fine and without complications. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure and discharged on (B)(6) 2015. Procedure type: intervention peripheral vessel size: 5 mm stick location: medium sheath size: 6f intended closure: arterial. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath.